Event description:
Complaint reported that the head up function was not working. No injury alleged.

Manufacturer narrative:
Technician found bed in "down" storage. Head up function not working manually or under power. Battery led was on. Isolated problem to faulty valve guide tube. Replaced head up valve guide tube to resolve this issue.